Manufacturer narrative:
(B)(4)

Event description:
It was reported that the review of electrograms showed retrograde ar event occurring at the end of pvarp with subsequent ap occurring shortly thereafter, this resulting in inappropriate automatic mode switch episodes. The device was reprogrammed.